Event description:
It was reported that at the implant procedure the physician had some difficulty getting venous access with the introducer. After obtaining appropriate position, the physician inserted the right ventricular (rv) lead. The physician placed the tip of the electrode in the pericardial cavity rather than within the heart and withdrew the rv lead. A new introducer was used and the same rv lead was then implanted. After the procedure the physician noticed the patient had a cardiac tamponade that required evacuation of the hematoma. The physician also questioned the stiffness of the introducer and the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).